Event description:
Philips received a complaint by the customer on the v60 indicating that a vent inoperative 1009 pressure regulation high alarm occurred. It was reported that there was no patient involvement at the time the issue was discovered. The remote service engineer instructed the customer to check the tubing from the gds to the gas outlet port, and the customer found that they were crossed-- after changing them to the correct port, the reported issue could not be duplicated, and no problem was found. The device passed required performance verification tests per philips standard and was returned to service.